Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058, serial # (B)(4) showed no anomalies and passed final functional testing. Good, stable output was seen on the electrode pairs as received. Telemetry was acceptable. Due to the nature of the complaint, a lead insertion test was performed. Insertion and withdrawal was performed 3 times with a dry lead into the connector port and was found to be within insertion specifications. Correction: the initial MDR was filed as manufacturer¿s report# 3007566237-2017-02454. Follow-up information indicated that the correct manufacturing site was site #3004209178. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the health care professional (hcp) was unable to insert lead during the procedure. The header bore was clear and set screw was backed out of the bore, and none of the contacts looked out of round. It was mentioned that there was a bend in the housing when they tried to push the lead in since the lead was not rigid enough, but hcp noted there was no issue with the lead when they visually inspected it. Hcp tried to rotate the ins while inserting the lead and used sterile, deionized water for lubrication but it did not resolve. The hcp could not get the lead through the last contact to see the blue tip and had tried multiple times, and was going to try a new ins. No further complications were reported.